Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure, the clip holding the smoke evacuation tubing to the photon blade broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event #1 of 2.

Event description:
It was reported that during a procedure, the clip holding the smoke evacuation tubing to the photon blade broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event #1 of 2.

Manufacturer narrative:
H6: the quality investigation is complete.